Manufacturer narrative:
The referenced multiple complications were reported under medwatch MFR. Report # 2916596-2015-02432. (B)(4). Approximate age of device ¿ 9 months. The pump was not returned for evaluation. A correlation between the device and the reported embolic stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2015, while hospitalized for multiple complications, a head CT scan revealed multiple small hypodensities at the gray-white junction likely representing embolic infarctions in the bilateral middle cerebral artery and right posterior-inferior cerebellar artery territories. No information regarding specific symptoms the patient experienced or treatment of the noted infarctions was provided.